Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the burnt inlet could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, d10, h2, h10. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the intended procedure was an endoscopic observation.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, inlet burnt, connector wear, decrease in light intensity, brightness switch failure, and chassis corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a narrow band imaging recognition failure was noted with the visera pro xenon light source. During a standard service inspection of the customer returned device, inlet burnt was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.